Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with two depleted np2-n2 batteries. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damaged main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.